Event description:
The initial reporter stated they received discrepant results for one patient sample, tested with elecsys troponin t hs stat on a cobas e 411 analyzer (disk system). The initial sample of the patient resulted in a value of 26.45 pg/ml, accompanied by a data flag. A second sample collected from the same patient resulted in a value of 50.73 pg/ml, accompanied by a data flag. A third sample collected as a control sample from the same patient resulted in a value of 26.96 pg/ml, accompanied by a data flag. The second and third samples of the patient were repeated, resulting in values of 25.73 pg/ml and 26.89 pg/ml respectively. Both sample results were accompanied by a data flag. The questionable results were reported outside of the laboratory. The troponin t hs stat reagent lot was 596381 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The last calibration performed on (B)(6)2022 had signals that were below expected values. The quality control recovery had results outside of -2sd. Upon review of the alarm trace, no alarm related to the event was observed. The last preventive maintenance was performed on (B)(6)2022 and pinch tubing was last replaced on (B)(6)2022. The investigation could not identify a product problem. The cause of the event could not be determined.